Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20067219. Medical device expiration date: 2023-06-30. Device manufacture date: 2020-06-29. Medical device lot #: 20016259. Medical device expiration date: 2023-01-25. Device manufacture date: 2020-01-14. Medical device lot #: 19117038. Medical device expiration date: 2022-11-29. Device manufacture date: 2019-11-24. Investigation summary: nine 20039e7d samples were received for investigation. One sample was received without packaging and eight samples were received in open packaging; four from lot 20067219, three from lot 20016259 and one from lot 19117038. Dried blood was present in the samples. No connecting products were returned to assist the investigation. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a retained 50ml bd plastipak syringe from stock to the returned samples; the piston of four of the returned samples were initially closed when connected to a retained 50ml bd plastipak syringe from stock, however after applying pressure to the syringe, the piston opened and no further occlusions were identified. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20067219, 20016259 and 19117038 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Following a small number of similar reports, bd has conducted an in-depth investigation via CAPA# (B)(4) to identify any potential contributing factors for occlusion at the smartsite of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. However please note five of the returned samples were noted to not be occluded at the smartsite, previous investigations have also determined that features on the surface of the male luer of the connecting products may also contribute to the occlusions. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. Following the investigation into occlusions of this nature, the manufacturing site has repaired the assembly machine to ensure that an adequate amount of flourosilicone is injected into each smartsite; therefore future reports of this nature should be reduced in future. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e7d product in the past 12 months.

Event description:
It was reported that 9 smallbore 6 inch ext vlv, 7 day sets had flow issues and were blocked/occluded during use. The following information was provided by the initial reporter: extension sets are being connected directly to IV cannulas- bd insyte cannulas in a variety of sizes. Some of the issues were identified when priming the extension tubing (especially when staff were notified there could be a potential issue). On many occasions, the problem wasn¿t identified until the patient had been cannulated and the extension tubing had been connected to the cannula, and the staff then couldn¿t aspirate or flush through the tubing. On some occasions, the staff believed the cannula was the issue and the patient ended up being re-cannulated when the cannula was patent. On other occasions, staff tried changing the extension tubing (as they were aware there was an issue) and the cannula bled freely once the extension tubing was removed. The extension tubing was completely occluded so it couldn¿t be flushed or aspirated, often leading staff to think the cannula was blocked or had tissued, when it was the tubing that had the issue.